Manufacturer narrative:
(B)(4). Device evaluated by MFR.:the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred.the 90% restenosed lesion was located in the moderately tortuous left anterior descending artery. The 3.0 x 12mm quantum apex mr balloon was advanced into a previously restenosed non bsc stent. The balloon was inflated once at 8atms for 2-3 seconds when it ruptured. The balloon was removed intact. The procedure was completed with a different device. There were no reported complications and the patient's status was good.